Manufacturer narrative:
A visual inspection of the device header and case noted no anomalies. All seal plugs were intact and all setscrews moved freely. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. Manual lead impedance testing was also performed, with normal measurements noted in both bipolar and unipolar lead configurations. A series of electrical tests was also performed, and again, normal device function was observed. A review of device memory confirmed the reported out-of-range pacing impedance measurements. A forced lead impedance test showed an impedance measurement of greater than 2,500 ohms. However, laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. The device met all performance specifications.

Manufacturer narrative:
Following product return and completion of lab analysis, this event will be further updated.

Event description:
Boston scientific received information that during a planned intervention due to high out of range impedances values with a suspected lead integrity issue as root cause, the physician confirmed acceptable lead diagnostics via a psa analyzer and thus elected to explant the device. The explanted product is intended to be returned for a post market assessment to determine if product integrity had been a contributing factor. No specific adverse patient effects were reported and another device (non-boston scientific), was successfully implanted with the chronic right ventricular lead.